Manufacturer narrative:
This is one of two products used during the same procedure/ (B)(4). Please reference complaint # (B)(4)/MFR. Report # 3004939290-2017-00291; and complaint # (B)(4). Please note that for complaint # (B)(4), due to a system issue in generating the MFR. Report number, the manufacturing site for the report was generated incorrectly and identified as cordis santa clara number instead of cordis corporation, miami lakes number. Cc amended: it was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended by one day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with a cordis sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. Additional information was requested, but is not available at this time. (B)(4): the product was not returned for analysis. A review of the manufacturing documentation associated with lot f1712502 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. (B)(4): the product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors, multiple sheath exchanges, may have contributed to the reported event. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The product was not returned for inspection. It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended one (1) day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with an unknown avanti plus sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. The vcd will not be returned for analysis. Multiple attempts to obtain additional information and return of the products were unsuccessful. The product was not returned for inspection. Manufacturing records (DHR) could not be performed as the product catalog and lot number were not available. Pseudoaneurysm formation is a known procedural complication of invasive/interventional procedures and is frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during the procedure. Factors that also may have contributed to the reported event are the multiple sheath exchanges that were reported. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this products.

Event description:
It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended one (1) day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with an unknown avanti plus sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. The vcd will not be returned for analysis. Multiple attempts to obtain additional information and return of the products were unsuccessful.